Event description:
I was baker acted on (B)(6) 2021 to a psychiatric facility in (B)(6) for planning my suicide. The next day doctors came to my room and talked to me about ect, I signed consent. I have little memory of my next 10 days there. I had 3 ect treatments in the hospital and continued as an outpatient for the next 2 months. I have no memories until (B)(6) 2021. I was having oxygen issues and chest pains, after stabilizing, we proceeded. I had a very bad headache afterwards and felt really bad, bad enough that we went to the ER for help. I received medication and tests. That was my last of 13 treatments. My memory has been greatly affected, but has also improved with a new treatment of spravato. A year later, I am still struggling. I am on disability now and have retired from teaching after 31 years. My family can vouch for my memory issues, and I was a person who used to juggle a million things and had a near perfect memory. FDA safety report ID# (B)(4).